Event description:
Country of complaint: (B)(4). During usage of the suture, there was separation between the needle and the thread at their point of contact. This has also occurred during removal from package.

Manufacturer narrative:
Mfg site evaluation: na.

Event description:
Correction: this issue was reported incorrectly. Incorrect item/lot number provided at time of original reporting of complaint. When product was received, it was noted that this was a duplicate complaint. Med watch had already been filed. This issue is reported under medwatch number 2916714-2015-00534.

Manufacturer narrative:
U.s. Reporting agent notified on:(B)(6) 2015. Mfg site investigation: eval on-going.